Event description:
We received an allegation of questionable ise results for 3 patients' serum samples tested on a cobas 8000 cobas ise module (cobas 2) when compared to a different cobas instrument. Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 128 mmol/l. Repeat result: 137 mmol/l (tested on another cobas (a)). Sample 2 (patient 2): initial result: 149 mmol/l. Repeat result: 143 mmol/l (tested on another cobas (1)). Sample 3 (patient 3): initial result: 149 mmol/l. Repeat result: 141 mmol/l (tested on another cobas (a)). While performing the patients' medical validations, the customer noticed a difference between the initial and the previous results. No questionable results were reported outside the laboratory and the samples were then repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc was within the assigned ranges on the day of the event. The degasser was exchanged in (B)(6) 2024, the cleaning was done mid of (B)(6), and the sample probe and the sipper were replaced on (B)(6) 2024. The field service engineer checked the gear pump pressure and replaced the na electrode and all ise reagents. He then performed an ise check and it was successful. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found that the mixing vessel was worn out due to improper emptying/drying of the dilution vessel. He replaced the dilution vessel. The service actions performed by the fse resolved the issue. No further issues were reported afterward. The root cause was due to a mechanical issue (wear/component failure) and was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.